Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead had a kink on tubing and all the internal lead wires were broken.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead had high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.